Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4). The complaint device is not expected to be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a polyform device was used during an anterior vaginal wall mesh and posterior vaginal wall formation procedure performed on (B)(6) 2015. According to the complainant, grade 3b bladder injury was noted during the procedure. Subsequently, the injury was surgically repaired under general anesthesia. The procedure was not completed due to the injury; however, there was sexual difficulty reported after the procedure.